Event description:
Patient full ID is (B)(6).

Event description:
The customer reported that the joint between the needle tubing and the new injection site does not match. The collected product was discarded due to lack of sterility. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the cause of leak was due to the tubing not being properly bonded to a socket/port. This can occur due to: inadequate contact of the tubing with the bond socket/port after solvent application. The solvent having adequate time to dry on a tube before it is inserted into the bond socket.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon visual inspection it was noted that the tubing to the single bond was disconnected. Solvent marks were noted on the tubing. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.